Manufacturer narrative:
The device was returned and customer allegation pinhole was confirmed. Due to a pinhole on universal cord, water tightness was lost. There were few additional findings. The bending section cover had a scratch. Adhesive on bending section cover had a chip. Universal cord had a scratch. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Video connector case had a crack. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a pinhole. The device was returned and an evaluation at the repair center revealed, the adhesive of the objective lens was peeled off. This medical device report MDR is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens." Olympus will continue to monitor field performance for this device.